Event description:
Nurse had inserted mini loc huber needle into patient's implanted port and was withdrawing blood. Device leaked and then became disconnected where tubing connects to the harder plastic luer end (where line is capped or tubing connected). Device removed from patient and port reaccessed.====================== health professional's impression======================malfunction====================== manufacturer response for miniloc huber safety needle, miniloc huber safety needle======================haven't heard back yet